Event description:
Possible atria I under sensing is causing device classified false termination of at/af episodes. See #7. Possible atrial under sensing observed on current egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).